Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis.

Event description:
It was reported that a multi-lock humeral nail connection bolt broke inside the nail. The bolt was retrieved, but the tip of the bolt was unable to be retrieved and remains in the patient. There was no delay in the procedure. The procedure was completed successfully with no planned surgical revision or explant due to broken bolt. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
An evaluation was conducted and it states that the device is broken at the outside thread m6. The broken off threaded portion is missing. The surface on the top of the device is spotty surface. The microscopic view shows that the outside thread (m6) got deformed during frequent or forcible use. The broken surface does not show any anomalies of materials structure. Due to the damage the dimensions which are relevant for this breakage can not be checked anymore, because the broken part is missing. The DHR review shows that the correct material and hardening procedure was used.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned connecting screw (03.019.007,lot#3824872) was received with approximately 6.5mm of the threaded distal tip broken off and missing was manufactured 6/11 and is over 2.5 years old. The shaft of the instrument is in good condition proximal face of the fluted proximal knob shows evidence of hammer marks. The returned cannulated connecting screw is part of the multiloc humeral nailing system providing multiloc options for simple and complex humeral fractures. The cannulated connecting screw was received with most of the threaded distal end broken off. Inspection of the device revealed that the head of the device had been hammered on extensively despite pg. 25 of technique guide j9981-b specifically cautions the user: "do not hammer as this may increase the risk of iatrogenic fractures.¿ such hammering would also compress and deform the delicate distal threads of the connecting screw. Extraction of the screw would be difficult thereafter and in this case the compromised and deformed threads broke while removing the screw and the broken off threads remained implanted. It is very likely that the method of use for this device has led to this complaint rather than any deficiency in the devices design. The device is determined to be suitable for its intended use and the complaint invalid from a design perspective.